Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Despite 3 good faith efforts, there was no response from the user. Based on the results of the investigation, it is likely that the channel was either clogged with foreign material or it was unable to feed air and water due to a kink. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): operation manual_ inspection of the endoscopic system. Inspection of the air-feeding function. Inspection of the objective lens cleaning function. IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The olympus duodenovideoscope was returned as part of the asset return process. Upon inspection and testing of the returned device, it was found that the air/water channel was clogged with foreign material. There was no procedural or patient involvement associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus as part of the asset return process. In addition to the reportable findings documented in b5, the additional device evaluation findings are as follows: the channel ring on the distal end plastic cover had a deep dent/chip requiring replacement and the bending section cover had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.